Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the resolute onyx device was being used to treat a mildly tortuous, severely calcified lesion in the mid rca. The device was inspected prior to use with no issues noted. It was indicated that the lesion was aggressively pre-treated. Resistance was noted during delivery. Excessive force was not used. It was reported that there was some wire bias causing the edge of the resolute onyx stent to be caught at the edge of previously placed stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat the mid lad. It was reported that the edge of the stent lifted from the balloon when trying to deliver the device. No patient injury reported.